Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had leaked. Customer¿s blood glucose level was 3.3 mmol/l. Customer states leak found on misaligned o ring. Customer also reports that the insulin leak between 2 o rings. The reservoir will be return for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test per (B)(4) as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Conclusion: reservoir not leaks. (B)(4).